Event description:
The customer reported that, he found insulin dripping in the reservoir and compartment. No further details provided.

Manufacturer narrative:
Currently, it is unknown whether or not, the reservoir may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.